Event description:
It was reported that there was a cassette alarm loose. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing confirmed the customer's reported problem. The investigation determined the issue was due to a defective dso sensor. The dso sensor and seal were replaced.